Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: there was evidence of call service (cs 052) alarms observed in the black box history. The pump successfully completed an ezprime sequence and a 24 hour duration test with no call service alarms being duplicated. The pump cover was removed and internal moisture was present. The complaint was confirmed in the pump history, but not duplicated during testing. Unrelated to the original complaint, the display had a discolored contrast. Also unrelated, the keypad was peeling. All of the buttons responded properly and no contamination was found under the button contacts when the keypad was removed. Also unrelated, the battery compartment was cracked. The returned battery cap was able to fully attach to the pump and was used to complete testing.